Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation, obesity, gastric bypass, pap smear abnormal, miscarriage, twin pregnancy, stillbirth nos and caesarean section. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain and dysmenorrhoea had resolved and the depression outcome was unknown. The reporter considered back pain, depression, dysmenorrhoea and pelvic pain to be related to essure (ess205). The reporter commented: left side- 2 coil, right side- 3 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion. On (B)(6) 2006: urine pregnancy test: negative. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Events- "psychological or psychiatric problems condition: depression, dysmenorrhea (cramping), pain, back pain" added. Reporter, lot number, lab data added. Essure insertion and removal date updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation, obesity, gastric bypass, pap smear abnormal, miscarriage, twin pregnancy, stillbirth nos and caesarean section. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain and dysmenorrhoea had resolved and the depression outcome was unknown. The reporter considered back pain, depression, dysmenorrhoea and pelvic pain to be related to essure (ess205). The reporter commented: left side- 2 coil, right side- 3 coil . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion (B)(6) 2006: urine pregnancy test : negative . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.